Event description:
Report provided by the (B)(6) call enter states that the end user has experienced wrinkles to the tape collar with 4 out of 10 wafers within the same box and lot number. The pt's subsequent outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued (B)(4) 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The batch record review was performed. In process sampling and testing of intermediate sub-assemblies and the finished product was performed and documented. Components were approved for use. There was no objective evidence that the product did not meet specifications based on the review of the batch record and data review.